Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had intermittently responsive buttons. The customer stated that they wear the device in their pocket and sometimes it gets sweaty. The customer's blood glucose was 7.8 mmol/l. They were advised that the insulin pump needs to be replaced but the customer declined. Nothing further was reported.